Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device¿s lcd display was replaced to address the issue. In addition of the above evaluation, to prevent anomaly, the following parts were replaced in accordance with the maintenance procedure: m series pollen filter, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 43-micron filter, motor blower assembly, stirring fan foam. The base enclosure was observed to have cracked. Therefore, the base enclosure was replaced. The keypad was observed to have peeled off. Therefore, the keypad was replaced, which was not related to the malfunction/issue.